Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site due to their ipg protruding out of their abdomen. As a result, the patient underwent surgical intervention during which the system was explanted. The patient was stable post-operatively.